Event description:
A customer obtained an erroneously elevated troponin (accu tni) result of 3.74ng/ml for one patient. Subsequent testing on a different instrument produced a result of 0.02ng/ml. The erroneous result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The specimen was collected in a plastic lithium heparin plasma tube and centrifuged at 4,500 rpm for five minutes. Per customer, the sample was clear and free of fibrin. Level I qc was within range; however, level ii and level iii qc were out of range within the 24 hours prior to the event. A field service engineer (fse) was dispatched: the fse replaced and cleaned parts, and primed the system. The fse performed a diagnostic testing which failed. The fse noted air bubbles in the tubing to the dispense probe. The fse flushed the dispense probe lines and repeated the diagnostic testing with good results. Although service was dispatched and addressed hardware issues, a definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.